Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was "yellowish" before use. The following information was provided by the initial reporter, translated from portuguese to english: "some tubes are yellowish in color."

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube was "yellowish" before use. The following information was provided by the initial reporter, translated from portuguese to english: "some tubes are yellowish in color."

Manufacturer narrative:
Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for burnt tube with the incident lot was observed. Based on the investigation, the most likely root cause of the burnt tube was a mold which was too hot. Inadequate purging at the injection molding press resulted in the further processing of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.